Event description:
The rotator broke during angiography. Pressure limit was 400 psi. No harm or injury was reported. The customer reported three defective devices but has not provided any additional info. It is not known if all three devices are the same part number or lot number. No additional clinical info has been provided. The customer will not be returning any devices for eval. Only this single report will be filed for this event.

Manufacturer narrative:
Device evaluation: the suspect devices will not be returned for evaluation. The complaint was not confirmed. Based on similar complaints, it is suspected that the rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint database was reviewed and found two similar complaints for this lot number associated with this event. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Evaluation method: evaluation based off similar complaints, device history record was reviewed, complaint database was reviewed.